Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the contour next one meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Section a4 was left blank as customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of a contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.